Event description:
Jagielski, 2018 (b) ¿ single transluminal gateway transcystic multiple drainage for extensive walled-off pancreatic necrosis ¿ a single-centre experience. Endoscopic transmural access was used in all 21 patients (gastric ¿ 20, duodenal ¿ 1). Endoscopic necrosectomy under fluoroscopic guidance was performed in (B)(6) (57.14%) patients. Transmural drainage was attempted in all patients. The site of fistulotomy was chosen under eus-guidance. Enterostomy was performed with use of giovannini¿s cystostome (cystotome cst-10, wilson-cook). Fistula created between the lumen of the gastrointestinal tract and lumen of necrotic collection was widened with a high-pressure balloon of diameter from 8 mm to 20 mm (boston scientific). Nasal drain (7 fr or 8 fr, baltonorbaltonor wilson-cook) as well as double pigtail endoprostheses (7 fr or 8.5 fr, wilson-cook or marflow) were inserted through the stomy. Distal ends of the drain and stents were positioned in the lumen of necrotic cavity. Collection of wopn was flushed with saline solution (60¿200 ml) through the nasal drain every 2 h in the first 48 h and every 4 h after that. In the early phase of the study (2011¿2013) additional percutaneous drainage was performed, when endoscopic drainage had become ineffective or when the necrosis had spread outside the lesser omental sac. In the later stage of the study (2013¿2016), if drainage through a single transmural access (sgt) was ineffective, another transmural tract was created (multiple transluminal gateway technique ¿ mtgt) when there was no communication between the necrotic collection sub-cavities or multiple access through a single transmural fistula (sgtmd) was used, which involved obtaining additional access to extensive necrotic areas through a single transmural tract (figures 1 a¿h). What is more, endoscopic necrosectomy under fluoroscopic guidance [10] was executed during the transmural drainage in selected patients. Criteria of qualification for endoscopic necrosectomy are: lack of clinical improvement despite the applied drainage, infection of necrotic collection, and discovery of a large amount of necrotic tissues in the fluoroscopic and endosonographic picture [10]. In patients treated with sgtmd (figures 2 a¿d) a guidewire was inserted to the further sub-cavities under fluoroscopic image during subsequent endoscopic procedures. Canals between necrotic areas were widened with use of an 8-mm high-pressure balloon (boston scientific) under fluoroscopy (figure 3). Thereafter, next nasal drain or endoprostheses were guided through the canals to the sub-cavities of wopn. The procedure of endoscopic necrosectomy was started with the removal of the nasal drain. The next step was to insert a dormia basket (fg-v422pr, olympus) through the fistula to the necrotic collection, leaving the transmural stents. Necrotic tissues were removed with the dormia basket and under fluoroscopy through transmural fistula. This action was repeated several times during each procedure of necrosectomy. A nasal drain was put in transmurally again after the end of the procedure. This complaint was opened to capture 21 patients who experienced off label use with a npds-7. 114 consecutive patients (81 men, 33 women, mean age: 51.7 years (21¿85)) with symptomatic wopn were treated endoscopically in our medical centre between 2011 and 2016. Single transluminal gateway transcystic multiple drainage was performed in 21/114 (18.42%) patients. Endoscopic necrosectomy under fluoroscopic guidance was performed in (B)(6)(57.14%) patients.

Manufacturer narrative:
PMA/510(k)#: k171623 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k)#: k171623 device evaluation 21x npds-7 devices of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint was raised from literature paper jagielski 2018 (b) and will capture the off-label use of npds device. Lab evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Document review as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all npds-7 devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Historical data not reviewed as lot number is unknown. It should be noted that the instructions for use (ifu0107) states the following: ¿the nasal pancreatic drainage set is intended for temporary endoscopic drainage of the pancreatic duct through the nasal passage by use of an indwelling catheter¿. The user is instructed, do not use this device for any purpose other than stated intended use. There is evidence to suggest the user did not follow the IFU as the stents were inserted into the cavity of the lumen for collection within the necrotic cavity. As per the IFU, this device is intended for temporary endoscopic drainage of the biliary duct. Image review an image was not returned for evaluation. Confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Root cause review a definitive root cause of off label use was identified from the available information. Stents were inserted into the cavity of the lumen for collection within the necrotic cavity. This is outside the intended use of the device as per the IFU nasal pancreatic drainage sets are intended for temporary endoscopic drainage of the pancreatic duct through nasal passage by use of an indwelling catheter. It is unknown how the device will function outside of its intended use. As per the IFU, the user is instructed not to use the device for anything other than the intended use. Clinical input confirmed the off-label use of the device. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary failure identified: off label use - 21 devices confirmed used. A definitive root cause of off label use was identified from the available information. Stents were inserted into the cavity of the lumen for collection within the necrotic cavity. This is outside the intended use of the device as per the IFU nasal pancreatic drainage sets are intended for temporary endoscopic drainage of the pancreatic duct through nasal passage by use of an indwelling catheter. It is unknown how the device will function outside of its intended use. As per the IFU, the user is instructed not to use the device for anything other than the intended use. Clinical input confirmed the off-label use of the device. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patients did not experience any health consequences or adverse effects. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 24-sep-2024.